Event description:
The device result was in the 400's mg/dl and the nurse dosed the pt with insulin. Twenty minutes later the pt's glucose was 26 mg/dl. The pt rec'd an unknown treatment. The nurse questions the 400 something reading. The device was replaced and requested to be returned for eval.